Event description:
Patient experienced pain and follow up x-rays showed a non-union of the left tibia. Proximal tibia liss plate and locking screws were implanted approximately 3 months prior for a comminuted proximal third of the tibia. Reportedly, the healing process was not fast enough. Hardware was not explanted. Original plate and screws were left in on the lateral side. To avoid implant failure, hardware added. On the medial side, lcp plate, cortex, cancellous and locking screws were implanted on (B)(6) 2010. Bmp sponge was used and bone graft from patient's healthy leg was implanted at fracture site. Surgeon noted additional information on questionnaire: during revision surgery on (B)(6) 2010, the handle with quick coupling crumbled, adding debris to the surgical site.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.